Manufacturer narrative:
The leads and the ICD under complaint were received and subjected to an extensive analysis. The analysis of the setrox s did not reveal any deviations. The lead proved to be within the technical specifications. Furthermore the linox smart promri was analyzed. The visual inspection showed a sign of arc over on the rv shock coil. No further peculiarities were found. Subsequently the ICD was visually inspected. The inspection revealed a spot of molten titanium on the ICD housing. This indicates an arc over from a high voltage lead conductor during a shock delivery into an external short circuit. This assumption is consistent with the results of the lead analysis, during which arc over marks were found on the rv shock coil of the rv lead. The ICD was subjected to an electrical analysis. Thereby the clinical observation was confirmed, the device could not be interrogated. Therefore, the ICD was opened and the inner assembly was inspected. During the inspection of the electrical module, the analysis revealed that the fuse separating the battery from the electronic module as well as the output stages of the high voltage circuit had been damaged. These damages clearly indicate a shock delivery into an external short circuit, consistent with the spot of molten titanium observed during the visual inspection of the ICD as well as the arc over marks observed during the analysis of the rv lead. Due to this damage of the electronic module, the device could not be interrogated properly. The observed damages and the location of the arc over marks on the lead indicate that the damages occurred after explant of the system, because the therapy functions of the ICD were not deactivated upon explant. The manufacturing process for these devices was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the observed damage symptoms. Particularly the final acceptance test of the ICD proved the device functions to be as specified. There was no indication of a material or manufacturing problem.

Event description:
Ous MDR - two weeks post implantation it was reported that the patient expired. At the moment, biotronik has no further details with regard to the circumstances of the patients death. As soon as more information is received, this report will be updated. The ICD and the leads were explanted and returned to biotronik for analysis.